Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder was selected for implant using a 10f non-abbott delivery sheath. The occluder was not mishandled or damaged during device preparation. It was noted during procedure that the occluder exhibited a cobra deformation when being deployed. The occluder was never released from the delivery cable. The decision was made to remove the 24mm amplatzer septal occluder. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The deformation was confirmed inside the patient using fluoroscopy. The patient did not have any symptoms related to the event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of the device deforming inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference. The field also indicated that there was no any angulation or kink in the delivery system upon deployment but a larger than recommended delivery system was used during the procedure. Based on the information received the cause of the reported incident could not be conclusively determined but may have been contributed to by the use of a larger delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, the recommended size delivery system for a 24mm amplatzer septal occluder is a 9f.